Event description:
Healthcare professional reported left side implant has rotated horizontally. Healthcare professional later reported rupture, patient has textured implant and previous breast cancer with textured implant. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: b5, b6, d6b, e3, h6.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported implant has rotated horizontally. Healthcare professional later reported rupture, patient has textured implant and previous breast cancer with textured implant. This record is for the left side. Device remains implanted.